Manufacturer narrative:
Power cord repaired by customer. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported there are wires showing on the power cord. No pt injury was reported.